Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were altered after a pump shutdown. Customer was unable to confirm which settings had been changed, but maintained that they did not "seem right". Customer's blood glucose level was 112 mg/dl. Tandem technical support reached out to the field team to request assistance for the customer in correcting settings.